Event description:
The customer reported patient fluid removal higher than expected when doing their hourly charting. An example of 300ml versus 200mls was mentioned, but this was not referenced to any specific patient incident. No changes to flow rates were made during that time. They have found partial occlusion of the line, which they then remedy. Scales are calibrated at bedside prior to initiation of treatment.